Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) during dwell four of five. The technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm. The hp was to complete therapy manually. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.